Event description:
The customer returned the duodenovideoscope, an olympus asset with no reported complaint. During the evaluation, a gap in the adhesive area between the server plug-in and distal end, as well as a chip in the adhesive around the objective lens, were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.